Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified force sensor bridge test error. During functional testing was unable to duplicate the force sensor bridge test during power up and all the reading of force sensor within the required specifications. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced force sensor and plunger cable for preventive and performed preventative maintenance and all the functional testing.

Event description:
It was reported that upon power up there was a force sensor bridge test failure. No patient involvement or injury was reported.